Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported by the abbott technical services that the patient presented remotely via merlin. Net transmissions. The patient's implantable cardiac monitor (icm) was noted to exhibit a sensing anomaly. No intervention performed and no patient consequences were reported.

Manufacturer narrative:
The reported event of sensing anomaly was confirmed. Device falsely triggered several af and tachycardia episodes due to noise artifact oversensing. Device also triggered one pause episode due to signal saturation. The cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but thought to be due to temporary loss of electrode contact. No malfunction was found in the analysis. Correction : investigation conclusions code updated to "no problem detected" from "cause not established" based on the software investigation analysis results.